Manufacturer narrative:
Eval summary: eval of the returned device found that the vessel locator wings were bent and the safety release rod was pushed out of position inward into the body of the device. The vessel locator wings were bent and not fully collapsed, which could make the device difficult to remove as reported. The probable root cause for the bent vessel locator wings is due to tissue compaction that exerted a distal force on the vessel locator wings during thumb advancer deployment, preventing the vessel locator wings from collapsing fully into the delivery tube-set when the clip was fired. The safety release mechanism could not be activated because the clip had already been deployed. Additionally, gouging or forcefully manipulating the safety release button will push the safety release rod out of position. Therefore, the root cause for mislocated rod is incorrect technique. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. Counter-traction with an assertive pull was applied to release the device from the tissue tract. The starclose clip achieved hemostasis. No adverse pt effects were reported. No additional info was provided.